Event description:
The customer reported being hospitalized with low blood glucose of 15mg/dl, and she was treated with glucose tablets. The customer mentioned that she could not calibrate. Troubleshooting was performed, and no damage to the drive support cap noted. The caller stated that she was running low even after the blood glucose was corrected, and she was off the device. The customer also was having issues with her sensors. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.